Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060332) on (B)(6) 2016. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating severe pelvic / pain"), metrorrhagia ("even when not menstruating; abnormally heavy menstrual bleeding;"), impaired gastric emptying ("gastroparesis") and autoimmune thyroiditis ("hashimoto¿s thyroidism") in a 34-year-old female patient who had essure (batch no. 829056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroparesis, hypothyroidism, shingles and trigeminal neuralgia. Previously administered products included for an unreported indication: phentermine from 2008 to 2016, erythromycin from 2007 to 2016, trileptal, birth control pills and lyrica. Concurrent conditions included obesity. Concomitant products included colecalciferol (vitamin d), dexlansoprazole (dexilant), levothyroxine sodium (synthroid), multivitamins and phentermine since (B)(6) 2016. In 2011, the patient experienced impaired gastric emptying (seriousness criteria disability and medically significant), abdominal pain ("cramping,"), constipation ("chronic constipation"), vitamin d deficiency ("vitamin d deficiency"), bartholin's cyst ("bartholin cyst at vaginal opening"), incontinence ("incontinence,"), loss of libido ("loss libido"), breast pain ("debilitating breast pain"), trigeminal neuralgia ("trigeminal neuralgia"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), memory impairment ("forgetfulness"), the first episode of anxiety ("anxiety") and insomnia ("insomnia"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month after insertion of essure, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormally heavy periods/heavy menstrual bleeding, prolonged menstruation, abnormal menstruation / abnormal bleeding(menorrhagia)"), the first episode of dyspareunia ("painful intercourse (specifically on the left side) /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and vaginal haemorrhage ("spotting / abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced weight increased ("weight gain / weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2012, the patient experienced depression ("depression / major depressive disorder"). On (B)(6) 2013, the patient experienced granuloma annulare ("granuloma annulare"). On (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping,lower abdominal pain"), back pain ("lower back pain"), the first episode of endometriosis ("ovarian cysts/endometriotic ovarian cyst"), dental caries ("tooth decay"), tooth loss ("tooth loss"), feeling abnormal ("brain fog"), the second episode of dyspareunia ("painful intercourse"), rash ("rashes"), skin mass ("skin bumps"), blister ("blisters"), the second episode of anxiety ("anxiety"), weight fluctuation ("weight fluctuations"), pyrexia ("high fever"), bladder dilatation ("bladder was enlarged"), adenomyosis ("endometriosis") and the second episode of endometriosis ("endometriosis"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, metrorrhagia, autoimmune thyroiditis, menorrhagia, abdominal pain, alopecia, weight increased, vaginal haemorrhage, headache, insomnia, dysmenorrhoea, abdominal pain lower, back pain, dental caries, tooth loss, feeling abnormal, the last episode of dyspareunia, rash, skin mass, blister, migraine, depression, the last episode of anxiety, fatigue, weight fluctuation, pyrexia, granuloma annulare, tooth disorder and weight decreased had resolved and the impaired gastric emptying, constipation, vitamin d deficiency, bartholin's cyst, incontinence, loss of libido, breast pain, trigeminal neuralgia, hypoaesthesia, paraesthesia, memory impairment, bladder dilatation and adenomyosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, autoimmune thyroiditis, back pain, bartholin's cyst, bladder dilatation, blister, breast pain, constipation, dental caries, depression, dysmenorrhoea, fatigue, feeling abnormal, granuloma annulare, headache, hypoaesthesia, impaired gastric emptying, incontinence, insomnia, loss of libido, memory impairment, menorrhagia, metrorrhagia, migraine, paraesthesia, pelvic pain, pyrexia, rash, skin mass, tooth disorder, tooth loss, trigeminal neuralgia, vaginal haemorrhage, vitamin d deficiency, weight decreased, weight fluctuation, weight increased, the first episode of anxiety, the first episode of dyspareunia, the first episode of endometriosis, the second episode of anxiety, the second episode of dyspareunia and the second episode of endometriosis to be related to essure. The reporter commented: on (B)(6) 2016, patient had underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. On (B)(6) 2017, patient had underwent a bilateral oophorectomy, during which both of her ovaries were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes. On aug-2017, patient had performed ultrasound,the results of which revealed bilateral endometriotic ovarian cysts as well as endometriosis that had spread to her bladder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "granuloma annulare, dental problems, hashimoto¿s thyroidism, weight loss" were added. Product implant date was updated. Historical and concomitant conditions and medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5060332) on 24-mar-2016. The most recent information was received on 25-sep-2017. Other event this is a spontaneous case report received from a consumer via regulatory authority (case mw5060332) in united states on 24-mar-2016 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, lot number 829056. The consumer received the following concomitant medication: synthroid (levothyroxine sodium), vitamin d (colecalciferol), dexilant (dexlansoprazole), phentermine (phentermine), and multivitamins (multivitamins). Since essure insertion, consumer has been diagnosed and/or experienced these issues: abnormally heavy periods, cramping, painful intercourse (specifically on the left side), hair loss and weight gain. She is currently seeing a nutritionist due to this issue. She was diagnosed with gastroparesis, chronic constipation and vitamin d deficiency. She had bartholin cyst at vaginal opening, spotting, incontinence (which has increased dramatically in the last year), loss of libido, debilitating breast pain, headaches, numbness, tingling, forgetfulness, anxiety and insomnia. She was also diagnosed with trigeminal neuralgia. Serious injury was mentioned as event report type, and disability/ permanent damage and other serious (important medical event) were mentioned as event outcome, but not specified and/or assigned to one of the events. Follow-up received on 07-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4) in this case no product was returned. For cases were a device failure during insertion is reported. We conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar ae case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-sep-2017: f/u summons received-reporter, lab data, product indication, stop date and events abnormally severe menstrual pain, severe abdominal cramping, even when not menstruating, severe pelvic, lower abdominal, and lower back pain, even when not menstruating, abnormally , ovarian cysts, tooth decay, tooth loss, brain fog, painful intercourse, rashes, skin bumps; blisters, migraines, depression, anxiety; chronic fatigue , weight fluctuations, high fever, bladder was enlarged, endometriosis of uterus were added. Events heavy menstrual bleeding, prolonged menstruation, abnormal menstruation clubbed with earlier event. Event endometriotic ovarian cyst clubbed with earlier event. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. The reporter commented: on (B)(6) 2016, patient had underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed.on (B)(6) 2017, patient had undergone a bilateral oophorectomy, during which both of her ovaries were removed. Most recent follow-up information received on 05-jan-2018: quality-safety evaluation of ptc, FDA codes and ptc global number reference updated incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating severe pelvic / pain"), metrorrhagia ("even when not menstruating; abnormally heavy menstrual bleeding;"), impaired gastric emptying ("gastroparesis") and autoimmune thyroiditis ("hashimoto¿s thyroidism") in a 34-year-old female patient who had essure (batch no. 829056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroparesis, hypothyroidism, shingles, trigeminal neuralgia, thyroidectomy and rotator cuff repair. Previously administered products included for an unreported indication: phentermine from 2008 to 2016, erythromycin from 2007 to 2016, trileptal, birth control pills and lyrica. Concurrent conditions included obesity and vitamin d deficiency. Concomitant products included pregabalin (lyrica) for shingles, colecalciferol (vitamin d) for vitamin d deficiency as well as dexlansoprazole (dexilant), levothyroxine sodium (synthroid), multivitamins, oxcarbazepine (trileptal) and phentermine since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced impaired gastric emptying (seriousness criteria disability and medically significant), abdominal pain ("cramping,"), constipation ("chronic constipation"), vitamin d deficiency ("vitamin d deficiency"), bartholin's cyst ("bartholin cyst at vaginal opening"), incontinence ("incontinence,"), loss of libido ("loss libido"), breast pain ("debilitating breast pain"), trigeminal neuralgia ("trigeminal neuralgia"), hypoaesthesia ("numbness"), paraesthesia ("tingling") and memory impairment ("forgetfulness"). On (B)(6) 2011, 1 month after insertion of essure, the patient experienced dental caries ("tooth decay") and tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormally heavy periods/heavy menstrual bleeding, prolonged menstruation, abnormal menstruation / abnormal bleeding(menorrhagia)"), alopecia ("hair loss"), vaginal haemorrhage ("spotting / abnormal bleeding (vaginal)") and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced back pain ("lower back pain"). On (B)(6) 2012, the patient experienced the first episode of dyspareunia ("painful intercourse (specifically on the left side) /dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2012, the patient experienced depression ("depression") and major depression ("psychological : major depressive disorder"). On (B)(6) 2013, the patient experienced insomnia ("insomnia"). On (B)(6) 2013, the patient experienced rash ("rashes"), granuloma annulare ("granuloma annulare") and inflammation ("inflammation"). On (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping,lower abdominal pain"), the first episode of endometriosis ("ovarian cysts/endometriotic ovarian cyst"), tooth loss ("tooth loss"), feeling abnormal ("brain fog"), the second episode of dyspareunia ("painful intercourse"), skin mass ("skin bumps"), blister ("blisters"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations"), pyrexia ("high fever"), bladder dilatation ("bladder was enlarged"), adenomyosis ("endometrisois") and the second episode of endometriosis ("endometrisois"). The patient was treated with rizatriptan (maxalt), metoclopramide (reglan) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, metrorrhagia, autoimmune thyroiditis, menorrhagia, abdominal pain, alopecia, weight increased, constipation, vitamin d deficiency, bartholin's cyst, vaginal haemorrhage, incontinence, loss of libido, breast pain, trigeminal neuralgia, headache, hypoaesthesia, paraesthesia, memory impairment, insomnia, dysmenorrhoea, abdominal pain lower, back pain, dental caries, tooth loss, feeling abnormal, the last episode of dyspareunia, rash, skin mass, blister, migraine, depression, anxiety, fatigue, weight fluctuation, pyrexia, bladder dilatation, adenomyosis, the last episode of endometriosis, tooth disorder, weight decreased and major depression had resolved, the impaired gastric emptying and inflammation outcome was unknown and the granuloma annulare was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, autoimmune thyroiditis, back pain, bartholin's cyst, bladder dilatation, blister, breast pain, constipation, dental caries, depression, dysmenorrhoea, fatigue, feeling abnormal, granuloma annulare, headache, hypoaesthesia, impaired gastric emptying, incontinence, inflammation, insomnia, loss of libido, major depression, memory impairment, menorrhagia, metrorrhagia, migraine, paraesthesia, pelvic pain, pyrexia, rash, skin mass, tooth disorder, tooth loss, trigeminal neuralgia, vaginal haemorrhage, vitamin d deficiency, weight decreased, weight fluctuation, weight increased, the first episode of dyspareunia, the first episode of endometriosis, the second episode of dyspareunia and the second episode of endometriosis to be related to essure. The reporter commented: on (B)(6) 2016, patient had underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed.on (B)(6) 2017, patient had underwent a bilateral oophorectomy, during which both of her ovaries were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes. On (B)(6) 2017, patient had performed ultrasound,the results of which revealed bilateral endometriotic ovarian cysts as well as endometriosis that had spread to her bladder. Most recent follow-up information incorporated above includes: on 10-oct-2018: plaintiff fact sheet received : event inflammation was added. Historical condition was added. Treatment drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating severe pelvic / pain"), metrorrhagia ("even when not menstruating; abnormally heavy menstrual bleeding;"), impaired gastric emptying ("gastroparesis") and autoimmune thyroiditis ("hashimoto¿s thyroidism") in a 34-year-old female patient who had essure (batch no. 829056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroparesis, hypothyroidism, shingles and trigeminal neuralgia. Previously administered products included for an unreported indication: phentermine from 2008 to 2016, erythromycin from 2007 to 2016, trileptal, birth control pills and lyrica. Concurrent conditions included obesity. Concomitant products included colecalciferol (vitamin d), dexlansoprazole (dexilant), levothyroxine sodium (synthroid), multivitamins, phentermine since (B)(6) 2016 and pregabalin (lyrica). In 2011, the patient experienced impaired gastric emptying (seriousness criteria disability and medically significant), abdominal pain ("cramping,"), constipation ("chronic constipation"), vitamin d deficiency ("vitamin d deficiency"), bartholin's cyst ("bartholin cyst at vaginal opening"), incontinence ("incontinence,"), loss of libido ("loss libido"), breast pain ("debilitating breast pain"), trigeminal neuralgia ("trigeminal neuralgia"), hypoaesthesia ("numbness"), paraesthesia ("tingling") and memory impairment ("forgetfulness"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month after insertion of essure, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormally heavy periods/heavy menstrual bleeding, prolonged menstruation, abnormal menstruation / abnormal bleeding(menorrhagia)"), alopecia ("hair loss"), vaginal haemorrhage ("spotting / abnormal bleeding (vaginal)") and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced back pain ("lower back pain"). On (B)(6) 2012, the patient experienced the first episode of dyspareunia ("painful intercourse (specifically on the left side) /dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2012, the patient experienced depression ("depression") and major depression ("psychological : major depressive disorder"). On (B)(6) 2013, the patient experienced insomnia ("insomnia"). On (B)(6) 2013, the patient experienced granuloma annulare ("granuloma annulare"). On (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping,lower abdominal pain"), the first episode of endometriosis ("ovarian cysts/endometriotic ovarian cyst"), dental caries ("tooth decay"), tooth loss ("tooth loss"), feeling abnormal ("brain fog"), the second episode of dyspareunia ("painful intercourse"), rash ("rashes"), skin mass ("skin bumps"), blister ("blisters"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations"), pyrexia ("high fever"), bladder dilatation ("bladder was enlarged"), adenomyosis ("endometrisois") and the second episode of endometriosis ("endometrisois"). The patient was treated with rizatriptan (maxalt) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, metrorrhagia, autoimmune thyroiditis, menorrhagia, abdominal pain, alopecia, weight increased, constipation, vitamin d deficiency, bartholin's cyst, vaginal haemorrhage, incontinence, loss of libido, breast pain, trigeminal neuralgia, headache, hypoaesthesia, paraesthesia, memory impairment, insomnia, dysmenorrhoea, abdominal pain lower, back pain, dental caries, tooth loss, feeling abnormal, the last episode of dyspareunia, rash, skin mass, blister, migraine, depression, anxiety, fatigue, weight fluctuation, pyrexia, bladder dilatation, adenomyosis, the last episode of endometriosis, tooth disorder, weight decreased and major depression had resolved, the impaired gastric emptying outcome was unknown and the granuloma annulare was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, autoimmune thyroiditis, back pain, bartholin's cyst, bladder dilatation, blister, breast pain, constipation, dental caries, depression, dysmenorrhoea, fatigue, feeling abnormal, granuloma annulare, headache, hypoaesthesia, impaired gastric emptying, incontinence, insomnia, loss of libido, major depression, memory impairment, menorrhagia, metrorrhagia, migraine, paraesthesia, pelvic pain, pyrexia, rash, skin mass, tooth disorder, tooth loss, trigeminal neuralgia, vaginal haemorrhage, vitamin d deficiency, weight decreased, weight fluctuation, weight increased, the first episode of dyspareunia, the first episode of endometriosis, the second episode of dyspareunia and the second episode of endometriosis to be related to essure. The reporter commented: on (B)(6) 2016, patient had underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed.on (B)(6) 2017, patient had underwent a bilateral oophorectomy, during which both of her ovaries were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes. On (B)(6) 2017, patient had performed ultrasound,the results of which revealed bilateral endometriotic ovarian cysts as well as endometriosis that had spread to her bladder. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs received, event added- major depressive disorder, events outcome and onset date updated, severity added, concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5060332) on 24-mar-2016. The most recent information was received on 25-sep-2017. Other event. This is a spontaneous case report received from a consumer via regulatory authority (case mw5060332) in united states on 24-mar-2016 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, lot number 829056. The consumer received the following concomitant medication: synthroid (levothyroxine sodium), vitamin d (cholecalciferol), dexilant (dexlansoprazole), phentermine (phentermine), and multivitamins (multivitamins). Since essure insertion, consumer has been diagnosed and/or experienced these issues: abnormally heavy periods, cramping, painful intercourse (specifically on the left side), hair loss and weight gain. She is currently seeing a nutritionist due to this issue. She was diagnosed with gastroparesis, chronic constipation and vitamin d deficiency. She had bartholin cyst at vaginal opening, spotting, incontinence (which has increased dramatically in the last year), loss of libido, debilitating breast pain, headaches, numbness, tingling, forgetfulness, anxiety and insomnia. She was also diagnosed with trigeminal neuralgia. Serious injury was mentioned as event report type, and disability/ permanent damage and other serious (important medical event) were mentioned as event outcome, but not specified and/or assigned to one of the events. Follow-up received on 07-jul-2016: quality safety evaluation of ptc: (B)(4). In this case no product was returned. For cases were a device failure during insertion is reported. We conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar ae case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-sep-2017: f/u summons received-reporter, lab data, product indication, stop date and events abnormally severe menstrual pain, severe abdominal cramping, even when not menstruating, severe pelvic, lower abdominal, and lower back pain, even when not menstruating, abnormally , ovarian cysts, tooth decay, tooth loss, brain fog, painful intercourse, rashes, skin bumps; blisters, migraines, depression, anxiety; chronic fatigue , weight fluctuations, high fever, bladder was enlarged, endometriosis of uterus were added. Events heavy menstrual bleeding, prolonged menstruation, abnormal menstruation clubbed with earlier event. Event endometriotic ovarian cyst clubbed with earlier event. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. The reporter commented: on (B)(6) 2016, patient had underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. On (B)(6) 2017, patient had undergone a bilateral oophorectomy, during which both of her ovaries were removed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.